Manufacturer narrative:
Other relevant device(s) are product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence it was reported that the patient is receiving a communication error on the programmer of no leads attached please call your clinician. Additional information was received and it was reported that one of the patient's leads broke off. She has an appointment with her doctor to have the lead replaced tomorrow. She brought her to the hospital yesterday and they placed a catheter until the lead will be replaced. No further complications were reported or anticipated.